Event description:
On (B)(6) 2010, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that an endoleak of an unk type and origin was present. There is aneurysm enlargement; 1.2 cm of aneurysm growth was reported. A reintervention was performed on (B)(6) 2012. It was determined, the pt had a persistent type ii endoleak with retrograde flow from the hypogastric arteries. The physician implanted an aortic extender endoprosthesis proximal to the original pxt device; this was done as a precautionary measure to ensure a type I endoleak was not present. The left hypogastric artery was coiled and an iliac extender endoprosthesis was implanted to extend into left external iliac artery. The left hypogastric artery was intentionally covered. The pt tolerated the procedure.

Manufacturer narrative:
Results ¿ the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions ¿ users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Add¿l devices implanted and/or related to this event: (B)(4).